Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman access system (was) with a dilator inside the sheath. The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination/ misshapen). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported the access system was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was being advanced. It was noticed the access system was kinked between the tip of the access system and dilator. It was unable to pass through the atrial septum. Therefore, it was removed and exchanged to complete the procedure successfully. There were no patient complications and the patient's status was stable. However, returned device analysis revealed inner liner delamination on the tip of the access system.